Event description:
It was reported that the attachment began overheating during a surgical procedure. There was no reported pt contact. The case was completed successfully with another device. There were no adverse consequences associated with the event.

Manufacturer narrative:
The attachment has been received at the manufacturer for testing. An eval will be conducted, and a f/u report will be submitted after the quality investigation is complete.